Event description:
Resident was found on the floor partially on (rt) side in front of wheelchair with rubber tipped lever used to adjust articulating footrests impaled from inner side of rt wrist. Tip of lever bulging from top of wrist (skin intact--no break-through noted). Rt hand bent backward with little finger wedged under front lower edge of wheelchair where armrest locks into wheelchair. Resident alert, slight tremors of face and upper extremities. Supervisors, on-call m.d., husband and 911 call placed. Ambulance attendants removed lever from wheelchair. Upper part of lever remained impaled in resident's rt wrist. Resident transported to ER.